Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose device after an interventional up and over superficial femoral artery angioplasty procedure with a 5f sheath. Reportedly, during step 3, the starclose device failed to deploy when it popped out of the anatomy. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The root cause of the reported difficulties is user error. The subsequent treatments are related to the circumstances of the procedure. Based on the returned device analysis, the exchange sheath hub was not fully secured to the clip applier prior to step 2. Device analysis was able to complete step 1 successfully. In this case, because the sheath was not locking into place, the sheath moved distally over the vessel locator wings preventing the wings from opening to allow for maintaining vessel access. When the thumb advancer was activated, the device exited the access site as the vessel locator wings were not expanded. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.